Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the customer inspected the instrument/accessory well before use and no obvious damage was observed. For about 4 hours, the instrument/accessory was in use prior to the issue. The issue occurred in the middle of the case. The surgeon found the tip broken on the harmonic ace instrument. The instrument did not collide with other instruments or hard materials during the surgical procedure. No fragments or pieces fell inside the patient. To clean the tip, the surgeon always makes sure the tip is straight before removing the instrument. The surgical staff felt resistance upon the instrument's removal through the cannula several times. Post-operative tests, such as an x-ray or ultrasound, were not performed to check for fragments. No fragments were left inside the patient. No injury happened to the patient. The patient did not return to the hospital due to experiencing any post-surgical complications related to retaining a foreign object.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The 8mm harmonic ace instrument was analyzed and found to have a broken blade at the midpoint. A piece approximately 0.078" x 0.416" was found to be broken off. The broken piece was returned. Components adjacent to this broken blade do not show damage. Common causes of the failure mode broken instrument blades are attributed to use conditions. Broken blades result from damage caused by contact with other instruments or other hard/metal objects (e.g., staples, clips, etc.) During use while the instrument is activated. Blade damage may be detected by the generator with a solid tone or an error. Blade fractures propagate from initial contact sites due to the ultrasonic vibration of the harmonic ace blade, leading to eventual/premature failure.

Event description:
It was reported during a da vinci-assisted pancreatoduodenectomy procedure, the 8mm harmonic ace instrument was found to have a broken tip. The procedure was completed with no reported patient injury.